Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms most often during bolus delivery. The customer's blood glucose level was not impacted. The customer changed the cartridge, infusion set and site multiple times. As the pump supplies had been changed after the last occlusion and prior to contacting tandem technical support, a system check to determine a possible cause of the occlusions was unable to be performed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that after using the new cartridges, no additional occlusions had occurred.